Manufacturer narrative:
The insulin pump passed all operating currents tested within the specifications range and passed off no power test. The insulin pump was monitored and tested with no off power alarm and no low battery alert. The device was received with cracked reservoir tube lip and severely scratched display window. (B)(4).

Event description:
Customer reported via phone call off no power without low battery indicator. Customer advised they replace the battery constantly as they do not last a week. Troubleshooting for the off no power alarm was performed. Customer advised they received a low battery alert prior to the off no power alert. Troubleshooting for the low battery alarm was performed. Customer was advised that a replacement battery cap will be sent out. Customer called back to advised they received three low battery alarms since receiving the battery cap. Customer advised the replacement battery cap did not resolve the issue and they needed to replace the battery two more times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.